Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus. Subsequently, the customer's blood glucose level lowered to 53 mg/dl. The customer consumed carbohydrates to resolve the issue. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.